Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an unexpected issue with their sensor. Blood glucose value was 37 mg/dl at the time of the incident. Troubleshooting was not completed because the customer's phone battery was low and needed to call back. Nothing will be replaced or returned.